Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, lot# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient had back surgery on (B)(6) 2013 and since then was not feeling the stimulation from the implantable neurostimulator (ins). It was noted that last week was when the patient tried to turn on the stimulation and noticed she was not getting relief. It was noted that the patient felt stimulation when turning it on in the legs and then it went away. It was noted that the patient had tried turning up the stimulation and it had not helped. It was noted that the stimulation was on 4.7 and they turned it up to 4.8 and was not feeling anything. It was noted that the patient felt stimulation in random positions but it did not stay on.